Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: impella cp was attempted to be inserted via the femoral artery (side not specified) in a patient with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of support was reported as society for cardiovascular angiography and interventions (scai) shock stage c. Based on the available information, the impella cp was advanced through the introducer sheath; however, the device became stuck during insertion and could not be further advanced. The impella cp was subsequently removed. A second impella cp device was then implanted successfully without further reported insertion difficulties. There were no reports of hemodynamic compromise, patient injury, or other adverse clinical consequences associated with the event. The replacement impella cp was successfully placed and provided ongoing circulatory support. The patient remains on impella support and the outcome is ongoing at the time of this report. The inability to advance the first impella cp during insertion is consistent with device delivery difficulty requiring device removal and replacement. No patient impact was reported as a result of the event. The patient outcome remains ongoing.